Event description:
It was reported, ¿another ruptured tube. Proximal rupture after attempt to unclog, removed intact, no harm to patient.¿ the tube was placed on (B)(6) 2025 and was removed on (B)(6) 2025.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 04 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample provided confirms tubing expanded to form a balloon shape which burst causing a split direction damage of the tube. However, process evaluation and tools are in right conditions and there were no activities that could identified the cause of this type of damage in this particular device incident, therefore, the root cause of the reported issue has not been conclusively determined. All information reasonably known as of 14 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.